Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was over 400 mg/dl. Customer treated their high blood glucose level via bolus delivery. Customer¿s current blood glucose level was 291 mg/dl. Customer advised they were trying to figure out the blood glucose to carbs ratio to give a proper bolus. Customer advised nothing was wrong with the insulin pump and that they were getting used to it since they were new patients. The product was not returned for analysis.